Event description:
Per the clinic, the patient experienced pain/non-auditory sensation and poor device performance with the internal device. It was also reported that, the patient requires regular MRI for an acoustic neuroma. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.